Event description:
The device memory issue continues as no diagnostic trend data was stored. The battery voltage appears to be increasing along with the battery impedance showing the longevity of the device at less than six months. The device was explanted and replaced.

Event description:
It was reported that during a device interrogation an error message displays indicating that there is no diagnostic information available. Device function is stable and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a device interrogation, an error message displays indicating that there is no diagnostic information available. Device function is stable and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis determined that the device had a no tmt pulse response when a magnet was applied. The device was also at its recommended replacement time (rrt). Further analysis determined that the reed switch was stuck closed, resulting in a no diagnostic data available condition, rrt warning, and a no tmt condition. The reed switch was determined to be the cause of the failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk data for file (B)(4) showed missing device diagnostic data. The programmer data selection response is message "automatic initialization of diagnostics interrupted by session."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.